Event description:
It was reported that the patient presented for an implant procedure on (B)(6) 2021. During the procedure, it was noted that the right ventricular lead exhibited loss of capture. The lead was removed and replaced in the same procedure. The patient was stable.

Manufacturer narrative:
The report of failure to capture was not confirmed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.